Event description:
It was reported, a volar locking plate with reference number 54-25281s, implanted on (B)(6) 2014, was found to be broken. Patient was revised to a volar locking plate on (B)(6) 2014.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the matrix plate ¿ postoperative breakage could be confirmed. The macroscopic and microscopic investigation revealed that the plate broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The sem examination shows at the fracture surfaces the appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also exists. In addition swinging lines of a fatigue breakage are visible to some extent. The root cause of the failure could be a powerful dynamically overload of the fracture, e.g. Because the patient fell or supported himself unilateral with his hand. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
It was reported, a volar locking plate with reference number (B)(4), implanted on (B)(6) 2014, was found to be broken. Patient was revised to a volar locking plate on (B)(6) 2014.